Manufacturer narrative:
A ge service representative performed an onsite investigation. The live memory on the gpos (general purpose operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system froze and locked up and could not be rebooted. No patient serious injury or death was reported related to this event.